Event description:
When using this product as it was intended, the irrigation would not pass through with or without pressure. Device was removed from the field and a new one used without any problems.